Manufacturer narrative:
No damages were observed with the exposed portion of the soft cannula during investigation. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 339 mg/dl while wearing the pod between 4 and 24 hours. Patient also reported leaking during wear and irritation from the adhesive. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied and a bolus was delivered. The patient's blood glucose history is as follows: (B)(6).